Event description:
Following an abdominal hysterectomy and pubourethral sling procedure performed concomitantly in 2002, a 1cm x 1-2mm portion of the mesh sling eroded through the vaginal wall. The sling procedure was performed via retropubic (vaginal) approach. Patient was treated in physician's office by excising a 1mm section of the exposed mesh. Patient was prescribed antibiotic and estrogen vaginal creams. Patient returned in 8/2002 stating partner complained of pain during intercourse. On examination physician observed an edge of mesh exposed on the anterior wall of the vagina perpendicular to, and at the tip of, the original incision. In 9/2002 the physician excised 1 cm x 1-2mm of exposed mesh in a hospital outpatient procedure. In 10/2002 physician reported that there is no further exposure of the mesh and the patient is doing fine.